Event description:
It was reported reported that the adhesive adhered to the drain bag at the time of opening. Therefore, the drain bag could not be unfolded.

Manufacturer narrative:
The reported event was confirmed manufacturing related. The device had not met specifications. The product was not used for treatment. The product had caused the reported failure. A potential root cause for this failure mode could be ¿ estane glue viscosity out of range". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile: contents are sterile unless package is opened or damaged. Single use only. Do not resterilize. For urological use only. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. Remove tray lid. Remove protective cap from catheter adapter and connect to a prepared catheter. Hang the bag near the foot of the bed by using string hanger. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. The urine meter may be emptied in two ways: to empty into the bag, grasp the bottom of the meter and lift up. To ensure that the meter empties completely, lifting again is recommended. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green portion of the drain valve to the right. To empty bag: remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. Release clamp and empty bag. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary." The actual/suspected device was inspected.